Event description:
It was reported by the sales rep that during a rotator cuff repair procedure on (B)(6) 2022, it was observed that the sliding mechanism of the trigger on the expressew iii suture passer w/ hook device had an unspecified malfunction. During in-house engineering evaluation, it was determined that the upper jaw on the device was slightly loose; and did not close normally contributing to the holding issue. It was further determined that the device was hard to deploy a needle causing the needle to be stuck in the shaft; and that the trigger had to be manually pushed back to retract the needle to its original position. Another device was used to complete the procedure. No patient consequences or surgical delay reported. The device is available for evaluation.

Manufacturer narrative:
This report is being submitted in pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by depuy mitek or its employees that the report constitutes an admission that the device, depuy mitek, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. UDI: (B)(6). Reporter is a j&j sales representative. Investigation summary :the product was returned to mitek for evaluation. Mitek then conducted visual and functional inspection of the device received. Upon visual inspection revealed wear marks on the device; also, the upper jaw was slightly loose and did not close normally contributing to the holding issue the rest of the device is in normal condition. To test its functionality, it was tested on a sample rubber strip and a needle; as a result, the needle was not functioning as expected due to it was very hard to deploy causing the needle stuck in the shaft. The trigger had to be manually pushed back to retract the needle to its original position. Manufacturing record evaluation is not required as the reported event is not associated with the manufacturing process and/or the potential cause of the defect cannot be associated to manufacturing. According with the visual and functional inspection result, this complaint can be confirmed. The manufactured date of this device is 2014 and hence indicates this device is 9 years old . The possible root cause for the issue experienced can be attributed to an improper maintenance would lead to tissue or bio-debris build up inside the expressew shaft causing wear of internal components leading to rough deployment issues. Since this is a reusable device, this failure has possibly occurred after using it in this manner for many procedures. However, this cannot be conclusively determined. As per IFU: it is important to inspect the device prior to use to ensure proper mechanical function and do not use if product is damaged. Also, it is necessary to follow the instructions to cleaning and sterilization process and between uses, lubricate moving parts with the water-solubel lubricant. Applying too much force when grasping tissue will impede passage of the needle and suture. At this point in time, no corrective action is required, and no further action is warranted. However, depuy synthes mitek will continue to track any related complaints within this device family as a means of monitoring the extent with which this complaint is observed in the field. Device history lot ==> manufacturing record evaluation is not required as the reported event is not associated with the manufacturing process and/or the potential cause of the defect cannot be associated to manufacturing.